Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address this issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.